Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. No blood glucose reading was reported. The daily totals were reviewed and were correct. A prime test, fixed prime, and high-pressure tests were performed and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.